Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. A company representative evaluated the iabp and found that blood did not make its way into the safety disk, and as a result, the iabp did not sound an alarm. The iabp worked normally as it would only alarm if blood made its way into it, thereby activating the blood detect sensor. The iabp was tested to factory specifications and was returned to the customer and cleared for clinical use. Complete facility name reported as: (B)(6) hosp.

Event description:
Patient with acute cardiogenic shock was admitted to the hospital. After an emergency percutaneous cardiogenic intervention (pci), the hemodynamic state was unstable. The blood pressure was low, and the insertion of the intra-aortic balloon with the cs300 intra-aortic balloon pump (iabp) being used was normal. After receiving therapy for about two days, blood was found in the tubing of the iab. Furthermore, there was no iabp alarm that generated due to the blood. The customer then stopped the iabp immediately, and found that the iab could not be removed normally. Eventually, the catheter was removed through surgical procedure. The device was used on patient on (B)(6) 2018 (due to the wrong setting of time and date of this device, the date (B)(6) 2018 was displayed on the iabp as (B)(6) 2018). On (B)(6) 2018 (due to the wrong setting of time and date of this device, the date (B)(6) 2018 was displayed on the device as (B)(6) 2018), the blood was seen in the gas extension tube and the balloon was found to be damaged, but no alarm generated or displayed. The customer has attributed the injury to the iabp. No death was reported. A MDR report was submitted on the iab under mfg: 2248146-2018-00142 to report the involved balloon catheter in this event.

Event description:
Patient with acute cardiogenic shock was admitted to the hospital. After an emergency percutaneous cardiogenic intervention (pci), the hemodynamic state was unstable. The blood pressure was low, and the insertion of the intra-aortic balloon with the cs300 intra-aortic balloon pump (iabp) being used was normal. After receiving therapy for about two days, blood was found in the tubing of the iab. Furthermore, there was no iabp alarm that generated due to the blood. The customer then stopped the iabp immediately, and found that the iab could not be removed normally. Eventually, the catheter was removed through surgical procedure. The device was used on patient on (B)(6) 2018 (due to the wrong setting of time and date of this device, the date (B)(6) 2018 was displayed on the iabp as (B)(6) 2018). On (B)(6) 2018 (due to the wrong setting of time and date of this device, the date (B)(6) 2018 was displayed on the device as (B)(6) 2018), the blood was seen in the gas extension tube and the balloon was found to be damaged, but no alarm generated or displayed. The customer requested to know why no alarm was generated when the balloon was damaged, and has attributed the injury to the iabp. No death was reported. **it was subsequently reported that the patient died as a result of heart failure several hours later on (B)(6) 2018. However, the customer has not attributed the patient's death to the iabp. A MDR report was submitted on the iab under mfg: 2248146-2018-00142 to report the involved balloon catheter in this event.

Manufacturer narrative:
A company representative evaluated the iabp and found that blood did not make its way into the safety disk, and as a result, the iabp did not sound an alarm. The iabp worked normally, as it would only alarm if blood made its way into it, thereby activating the blood detect sensor. The customer has been advised that this is the reason why the iabp did not produce an alarm. The iabp was tested to factory specifications and was returned to the customer and cleared for clinical use.

Event description:
Patient with acute cardiogenic shock was admitted to the hospital. After an emergency percutaneous cardiogenic intervention (pci), the hemodynamic state was unstable. The blood pressure was low, and the insertion of the intra-aortic balloon with the cs300 intra-aortic balloon pump (iabp) being used was normal. After receiving therapy for about two days, blood was found in the tubing of the iab. Furthermore, there was no iabp alarm that generated due to the blood. The customer then stopped the iabp immediately, and found that the iab could not be removed normally. Eventually, the catheter was removed through surgical procedure. The device was used on patient on (B)(6) 2018 (due to the wrong setting of time and date of this device, the date (B)(6) 2018 was displayed on the iabp as january 12, 2018). On (B)(6) 2018 (due to the wrong setting of time and date of this device, the date (B)(6) 2018 was displayed on the device as 2018/1/15), the blood was seen in the gas extension tube and the balloon was found to be damaged, but no alarm generated or displayed. The customer requested to know why no alarm was generated when the balloon was damaged, and has attributed the injury to the iabp. No death was reported. It was subsequently reported that the patient died as a result of heart failure several hours later. However, the customer has not attributed the patient's death to the iabp. A MDR report was submitted on the iab under mfg: 2248146-2018-00142 to report the involved balloon catheter in this event.